Event description:
It was reported that erosion of the device occurred. The device was explanted and replaced. Additionally, it has been discovered that the device was implanted after the "use by" date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found.